Event description:
New information received notes that the system was never explanted. The patient was treated with medicine.

Event description:
It was reported that the patient developed a thrombus infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.